Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a de novo lesion with heavy calcification in the superficial femoral artery (sfa). The fox balloon catheter was advanced without resistance to the target lesion; however, the balloon ruptured at 10 atmospheres (atm) in the artery and separated. The complete device was withdrawn from the patients anatomy. Another device was used to complete the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported balloon rupture and separation was confirmed. The reported resistance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
Additional information received reported that there was difficulty pulling back the device through the sheath causing the distal shaft to separate. No additional information was provided.